Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter indicated that the display screen was "fuzzy" and had bubbles behind it. The reporter indicated that the display screen lens film was removed but there was no change. The reporter indicated that a hairline crack was found at the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2013 with the following findings:upon examination of the pump, there was no visible seen behind the display lens. Moisture damage was found in the battery compartment. A leak test was performed on the pump and the pump was found to be leaking at the battery compartment. The pump casing was opened and moisture damage was found throughout the inside of the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.